Event description:
It was reported that the patient presented at the clinic in 2008 that she is experiencing a "shrill" that causes her to abruptly remove her device. This occurs after several hours of use while she is able to hear normally. During the past two weeks this has been happening more often. Her audiologist reports that this patient has partial insertion with the basal 6 electrodes turned off in previous maps. The audiologist also reported that they proceeded to the cistudio fitting screen and prior to stimulating any channel, the patient experienced a shrill percept. It is uncertain if this is a tactile or acoustic sensation. It was suggested to remove the speech processor from the patient's head and turn off 1-2 more basal electrodes. A follow-up conversation with the audiologist the same day, indicated that turning off two additional basal electrodes did not result in any change for the patient when entering the fitting screen. As the patient was still receiving continued hearing benefit she continues to wear her processor. The audiologist also indicated that the patient's record showed 8 electrodes were inside the cochlea rather than what was stated previously. The possibility of an x-ray was discussed but was deferred at this time because of the patients continued hearing benefit from the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.